Event description:
New information received notes that when the patient presented for follow up in clinic, loss of capture was noted on the left ventricular (lv) lead. The lead revision was scheduled the same day. Prior to revision, the chest x-ray confirmed dislodgement of lv lead. During revision, lv lead was found to be dislodged while repositioning. All the branches were found to be occluded. The lv lead was explanted, and bipolar lead was implanted due to occlusion issue. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, the inadequate capture and far p wave oversensing was noted on the left ventricular lead . The patient was sent for chest x-ray. The patient was stable. Further information was requested but not yet available.

Event description:
New information received notes that the revision has been postponed due to unrelated health concerns.